Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia valve, in aortic position by left transfemoral approach. The esheath+ was inserted at a steep angle; however, no difficulty was noted during initial placement into the patient. Resistance was encountered while advancing the delivery system through the sheath after approximately 5 cm. This resistance resolved once the delivery system reached the fully expandable section of the esheath+. Fluoroscopic imaging revealed a slight kink in the partially expandable section of the sheath. Despite this, the valve and delivery system exited the sheath tip. Approximately 3 cm beyond the sheath tip, a valve frame strut was observed to be tilted at a 90-degree angle. Due to the potential risk of vascular injury and valve deformation, the procedure was aborted. The delivery system was retracted into the sheath; however, during withdrawal, the system protruded through the side of the esheath+ liner, and a valve frame strut pierced through the blue portion of the sheath. The entire system was successfully removed as a single unit without further complications. The patient remained stable with no injury. A second valve was subsequently implanted without incident. The perceived root cause may have been premature removal of the loader from the esheath+ before the delivery system was fully positioned with the valve; however, this remains speculative. Additionally, the medical team suggested that the steep insertion angle may have contributed to the issue.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The device was returned to edwards lifesciences for evaluation and the following was observed. One (1) frame strut was bent outwards at the inflow side. Thv was expanded by engineering during pre-deco process. Strut remained bent on expanded valve. Imagery was provided from the site and revealed the following: crimped valve stuck inside esheath shaft. Valve strut bent outwards at the inflow side and protruding through esheath shaft. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint was confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (steep insertion angle, device manipulation) likely contributed to the event as information indicated that tortuosity and calcification were present within patient's access vessels. In addition, it was reported that that the system was inserted at a steep angle into the patient, and resistance was encountered while advancing the commander delivery system with crimped thv through the esheath. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. Additionally, high push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.